Manufacturer narrative:
Tw # (B)(4). Updated sections: b4, b5, d9, e1 event site name, g3, g6, h2, h3, h6, h11, h12. Corrected sec-h6-patient code changed to 4582.

Event description:
The hospital reported that during preparation for an endoscopic vessel harvesting procedure, 7mm extended length endoscope had damage. It appeared as though the metal on the distal part of the scope was flared. A new device was used to perform the procedure. No delay. No harm. Photo provided by complainant shows the distal part of the scope with damage. There is no evidence of blood.

Manufacturer narrative:
Tw ID#(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. E1 (B)(6).

Event description:
The hospital reported that during preparation for an endoscopic vessel harvesting procedure, 7mm extended length endoscope had damage. It appeared as though the metal on the distal part of the scope was flared. A new device was used to perform the procedure. Photo provided by complainant shows the distal part of the scope with damage. There is no evidence of blood.